Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right essure micro-insert had perforated her fallopian tube/protruding through fallopian tube"), uterine perforation ("essure punctured her uterus/puncturing the uterus"), device dislocation ("displaced right essure coil/ malposition of essure device") and uterine haemorrhage ("abnormal uterine bleeding") in a 30-year-old female patient who had essure (batch no. B34599) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian mass, ear tube insertion, ovarian cystectomy, auditory disorder and uterine prolapse. Previously administered products included for an unreported indication: mirena. Concomitant products included vitamin d nos (vitamin d) since 2008. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe constant pelvic pain, even when not menstruating/pain"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain, even when not menstruating"), abdominal pain lower ("severe abdominal cramping, even when not menstruating/ lower abdominal pain, even when not menstruating"), abdominal pain ("constant abdominal pain"), back pain ("lower back pain, even when not menstruating"), uterine pain ("uterine pain, even when not menstruating"), vaginal infection ("chronic vaginal infections") with vaginal discharge, headache ("headaches"), fatigue ("chronic fatigue") and migraine ("migraines"). The patient was treated with topiramate (topamax) and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016 and laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and removal of essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, uterine haemorrhage, dysmenorrhoea, abdominal pain lower, uterine pain, vaginal infection, headache, fatigue and migraine outcome was unknown and the pelvic pain, abdominal pain, back pain, menorrhagia, dyspareunia, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine haemorrhage, uterine pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Insertion details: hysteroscopy sterilization with bilateral fallopian tube cannulation to induce occlusion by placement of permanent implants. Operation: hysteroscopy, essure bilateral tubal occlusion. The patient tolerated procedure well removal details: operation: laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy with essure excision and cystoscopy. Findings: the patient had first degree uterine prolapse on pelvic examination. Specimen: uterus with right tube and bilateral essure coils. The patient tolerated procedure well. Findings: the patient had no left tube besides from the proximal portion near the cornu and there was no left ovary, and there were staples in place along the left border of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: full occlusion of fallopian tubes. Ultrasound scan vagina - on (B)(6) 2016: the results of which revealed that the right essure micro-insert had perforated her fallopian tube, and migrated to and punctured her uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2019: plaintiff fact sheet received : outcome of the event "abnormal bleeding", "pain", "bladder / urinary problems", "painful sexual intercourse" was updated to recovered and concomitant medication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right essure micro-insert had perforated her fallopian tube/protruding through fallopian tube"), uterine perforation ("essure punctured her uterus/puncturing the uterus"), device dislocation ("displaced right essure coil/ malposition of essure device") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) female patient who had essure (batch no. B34599) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian mass, ear tube insertion, ovarian cystectomy, auditory disorder and uterine prolapse. Previously administered products included for an unreported indication: mirena. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe constant pelvic pain, even when not menstruating/pain"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain, even when not menstruating"), abdominal pain lower ("severe abdominal cramping, even when not menstruating/ lower abdominal pain, even when not menstruating"), abdominal pain ("constant abdominal pain"), back pain ("lower back pain, even when not menstruating"), uterine pain ("uterine pain, even when not menstruating"), vaginal infection ("chronic vaginal infections") with vaginal discharge, headache ("headaches"), fatigue ("chronic fatigue") and migraine ("migraines"). The patient was treated with topiramate (topamax), surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016), surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016) and surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and removal of essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, uterine haemorrhage, dysmenorrhoea, abdominal pain lower, pelvic pain, abdominal pain, back pain, uterine pain, menorrhagia, vaginal infection, headache, dyspareunia, fatigue, vaginal haemorrhage, migraine, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine haemorrhage, uterine pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Insertion details: hysteroscopy sterilization with bilateral fallopian tube cannulation to induce occlusion by placement of permanent implants. Operation: hysteroscopy, essure bilateral tubal occlusion. The patient tolerated procedure well removal details: operation: laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy with essure excision and cystoscopy. Findings: the patient had first degree uterine prolapse on pelvic examination. Specimen: uterus with right tube and bilateral essure coils. The patient tolerated procedure well findings: the patient had no left tube besides from the proximal portion near the cornu and there was no left ovary, and there were staples in place along the left border of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: full occlusion of fallopian tubes. Ultrasound scan vagina - on (B)(6) 2016: perforated her fallopian tube, migrated punctured on (B)(6) 2016,she underwent transvaginal ultrasound, the results of which revealed that the right essure micro-insert had perforated her fallopian tube, and migrated to and punctured her uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: pfs received- new events headaches, bladder or urinary problems or changes were added. Treatment and historical medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right essure micro-insert had perforated her fallopian tube/protruding through fallopian tube"), uterine perforation ("essure punctured her uterus/puncturing the uterus"), uterine haemorrhage ("abnormal uterine bleeding") and device dislocation ("displaced right essure coil") in a 30-year-old female patient who had essure (batch no. B34599) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian mass, ear tube insertion, ovarian cystectomy, auditory disorder and uterine prolapse. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("severe constant pelvic pain, even when not menstruating/pain"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, (B)(6) after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain, even when not menstruating"), abdominal pain lower ("severe abdominal cramping, even when not menstruating/ lower abdominal pain, even when not menstruating"), abdominal pain ("constant abdominal pain"), back pain ("lower back pain, even when not menstruating"), uterine pain ("uterine pain, even when not menstruating"), vaginal infection ("chronic vaginal infections") with vaginal discharge, migraine ("migraines") and fatigue ("chronic fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016), surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016) and surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and removal of essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, uterine haemorrhage, device dislocation, dysmenorrhoea, abdominal pain lower, pelvic pain, abdominal pain, back pain, uterine pain, menorrhagia, vaginal infection, migraine, dyspareunia, fatigue and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine, pelvic pain, uterine haemorrhage, uterine pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Insertion details: hysteroscopy sterilization with bilateral fallopian tube cannulation to induce occlusion by placement of permanent implants. Operation: hysteroscopy, essure bilateral tubal occlusion. The patient tolerated procedure well removal details: operation: laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy with essure excision and cystoscopy. Findings: the patient had first degree uterine prolapse on pelvic examination. Specimen: uterus with right tube and bilateral essure coils. The patient tolerated procedure well findings: the patient had no left tube besides from the proximal portion near the cornu and there was no left ovary, and there were staples in place along the left border of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: full occlusion of fallopian tubes. Ultrasound scan vagina - on (B)(6) 2016: perforated her fallopian tube, migrated punctured on (B)(6) 2016,she underwent transvaginal ultrasound, the results of which revealed that the right essure micro-insert had perforated her fallopian tube, and migrated to and punctured her uterus. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right essure micro-insert had perforated her fallopian tube/protruding through fallopian tube"), uterine perforation ("essure punctured her uterus/puncturing the uterus"), uterine haemorrhage ("abnormal uterine bleeding") and device dislocation ("displaced right essure coil") in a (B)(6) year-old female patient who had essure (batch no. B34599) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian mass, ear tube insertion, ovarian cystectomy, auditory disorder and uterine prolapse. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("severe constant pelvic pain, even when not menstruating/pain"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, 2 years 6 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain, even when not menstruating"), abdominal pain lower ("severe abdominal cramping, even when not menstruating/ lower abdominal pain, even when not menstruating"), abdominal pain ("constant abdominal pain"), back pain ("lower back pain, even when not menstruating"), uterine pain ("uterine pain, even when not menstruating"), vaginal infection ("chronic vaginal infections") with vaginal discharge, migraine ("migraines") and fatigue ("chronic fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016), surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016) and surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and removal of essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, uterine haemorrhage, device dislocation, dysmenorrhoea, abdominal pain lower, pelvic pain, abdominal pain, back pain, uterine pain, menorrhagia, vaginal infection, migraine, dyspareunia, fatigue and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine, pelvic pain, uterine haemorrhage, uterine pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Insertion details: hysteroscopy sterilization with bilateral fallopian tube cannulation to induce occlusion by placement of permanent implants. Operation: hysteroscopy, essure bilateral tubal occlusion. The patient tolerated procedure well removal details: operation: laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy with essure excision and cystoscopy. Findings: the patient had first degree uterine prolapse on pelvic examination. Specimen: uterus with right tube and bilateral essure coils. The patient tolerated procedure well findings: the patient had no left tube besides from the proximal portion near the cornu and there was no left ovary, and there were staples in place along the left border of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: full occlusion of fallopian tubes. Ultrasound scan vagina - on (B)(6) 2016: perforated her fallopian tube, migrated punctured on (B)(6) 2016,she underwent transvaginal ultrasound, the results of which revealed that the right essure micro-insert had perforated her fallopian tube, and migrated to and punctured her uterus. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received- reporter and event "displaced right essure coil" were added. Reporter added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right essure micro-insert had perforated her fallopian tube/protruding through fallopian tube"), uterine perforation ("essure punctured her uterus/puncturing the uterus") and uterine haemorrhage ("abnormal uterine bleeding") in a 30-year-old female patient who had essure (batch no. B34599) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian mass, ear tube insertion, ovarian cystectomy, auditory disorder and uterine prolapse. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("severe constant pelvic pain, even when not menstruating/pain"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, 2 years 6 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain, even when not menstruating"), abdominal pain lower ("severe abdominal cramping, even when not menstruating/ lower abdominal pain, even when not menstruating"), abdominal pain ("constant abdominal pain"), back pain ("lower back pain, even when not menstruating"), uterine pain ("uterine pain, even when not menstruating"), vaginal infection ("chronic vaginal infections") with vaginal discharge, migraine ("migraines") and fatigue ("chronic fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, uterine haemorrhage, dysmenorrhoea, abdominal pain lower, pelvic pain, abdominal pain, back pain, uterine pain, menorrhagia, vaginal infection, migraine, dyspareunia, fatigue and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine, pelvic pain, uterine haemorrhage, uterine pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Insertion details: hysteroscopy sterilization with bilateral fallopian tube cannulation to induce occlusion by placement of permanent implants. Operation: hysteroscopy, essure bilateral tubal occlusion. The patient tolerated procedure well removal details: operation: laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy with essure excision and cystoscopy. Findings: the patient had first degree uterine prolapse on pelvic examination. Specimen: uterus with right tube and bilateral essure coils. The patient tolerated procedure well diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: full occlusion of fallopian tubes. Ultrasound scan vagina - on (B)(6) 2016: perforated her fallopian tube, migrated punctured. On (B)(6) 2016,she underwent transvaginal ultrasound, the results of which revealed that the right essure micro-insert had perforated her fallopian tube, and migrated to and punctured her uterus. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs was received. New reporters added. Patient demographic information and patient relevant history added. Lot number added. Events abnormal bleeding (vaginal) and abnormal uterine bleeding added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right essure micro-insert had perforated her fallopian tube") and uterine perforation ("essure punctured her uterus") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 2 years 6 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain, even when not menstruating"), abdominal pain lower ("severe abdominal cramping, even when not menstruating/ lower abdominal pain, even when not menstruating"), pelvic pain ("severe pelvic pain, even when not menstruating"), abdominal pain ("abdominal pain"), back pain ("lower back pain, even when not menstruating"), uterine pain ("uterine pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), dyspareunia ("painful intercourse") and fatigue ("chronic fatigue"). The patient was treated with surgery (underwent a partial hysterectomy and bilateral salpingectomy, her uterus and fallopian tubes removed) and surgery (underwent a partial hysterectomy and bilateral salpingectomy, her uterus and fallopian tubes removed). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, abdominal pain lower, pelvic pain, abdominal pain, back pain, uterine pain, menorrhagia, vaginal infection, vaginal discharge, migraine, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine, pelvic pain, uterine pain, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: full occlusion of fallopian tubes. On (B)(6) 2016,she underwent transvaginal ultrasound, the results of which revealed that the right essure micro-insert had perforated her fallopian tube, and migrated to and punctured her uterus. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.